Event description:
Complainant alleged that while at a customer site, a user advisory 10 (battery voltage out of range) message was observed during archive review. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Please see related MFR. Report 3010617000-2014-00450 for autopulse® li-ion battery sn (B)(4). Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.